Event description:
Inappropriate shock for atrial driven arrhythmia on (B)(6) 2025. No match for wavelet. Discussed potential clinical status changes to impact r wave measurements and slight increase in rv threshold (both bipolar). Sudden increase in optivol, decrease in heart rate and patient activity. Patient is undergoing radiation therapy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).